Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-02983. It was reported during intra-op impedance check, the patient's leads measured high impedances when connected to the ipg. Diagnostic imaging confirmed the lead tails to be properly inserted in the ipg. When the lead tails were connected to an mltc and epg, most contacts remained high, and were fluctuating. In turn, surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicated surgical intervention occurred wherein the lead was explanted and replaced to address the issue.